Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 1000 ml evacuated containers did not have vacuum. This was identified prior to use in therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : two (2) actual devices were received for evaluation. A visual inspection was performed and revealed that they were used (spiked) with the aluminum cap intact. No additional defects were noted during visual inspection. No functional testing was performed as devices were already used; condition could not be duplicated. The reported condition could not be verified on the returned samples. Four (4) samples were not received; therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.